Event description:
During a procedure, a cautery spatula accessory separated from the scalpel cautery instrument and fell into the patient. The cautery spatula accessory was retrieved with no patient injury. No patient harm, adverse outcome or injury was reported.